Event description:
It was reported that revision surgery was performed due to pain and increased cobalt and chromium metal ion levels. Femoral stem and acetabular cup remain implanted.

Manufacturer narrative:
It was reported that a revision surgery was performed involving a bhr cup, bhmh, modular sleeve, and anthology femoral stem, with the bhmh head and sleeve removed at revision. As of today, device return and additional information has been requested for this complaint but has not become available. Since the device part & lot details were not received for investigation, no thorough manufacturing record review and assessment of the reported event can be performed. The available medical information was reviewed. Based on the provided information stated the cup and stem were left in-vivo. The provided x-rays dated 1 months before the revision do not provide information that could explain the later revision. Further information related to the reported pain, elevated blood metal ions, trunnionosis and damage at the taper is not possible based on the information provided. It was also noted that a competitor's devices (biomet dual mobility liner) were used with the bhr cup in this revision event. This activity was performed contrary to the instructions for use of for bhr implants which states under its important medical information "do not mix components from other manufacturers." Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint & our investigation is inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.